Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm and high blood glucose. The customer reported a blood glucose value of 73 mmol/l. The customer reported hyperglycemia, which was treated with emergency medical services, and IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed for the insulin flow block alarm and the issue was resolved. Troubleshooting was performed for high blood glucose, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was active at the time of the event. No further patient complications were reported. Product return was requested for mmt-1885. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: no symptoms of high blood glucose were mentioned. Customer did not test for ketones. Partial troubleshooting was done for the high. Troubleshooting was not done for the insulin flow block. Customer declined further troubleshooting. Smartguard was used.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08770 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 14-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. On the event date of 14-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 91250 (9.125 u) and dailytotalofbolusinsulindelivered = 94000 (9.4 u) which is equal to the dailytotalofallinsulindelivered = 185250 (18.525 u). All bolus/basal were delivered in auto mode/manual mode. Multiple no delivery alarm/insulin flow blocked alarm were found on 14-mar-2025 during bolus/basal deliveries. In further review of the formatted history file 1 week prior to the event date of 14-mar-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 03/11/2025 23:06:35.000, 03/11/2025 23:16:00.000, 03/11/2025 23:36:36.000. 03/12/2025 00:11:35.000, 03/12/2025 00:21:00.000. 03/13/2025 21:42:12.000. 03/13/2025 22:15:41.000, 03/13/2025 22:50:41.000. 03/14/2025 11:51:46.000. 03/14/2025 12:26:44.000, 03/14/2025 12:56:47.000.. 03/14/2025 13:31:48.000. 03/14/2025 14:06:47.000, 03/14/2025 14:41:48.000. Lostsensor1alert (780) was found on: 03/11/2025 12:49:00.000. 03/11/2025 16:24:00.000. 03/11/2025 20:31:00.000. 03/14/2025 08:24:00.000. Sgcalibrationerror (776) was found on: 03/10/2025 20:03:18.000. Sensorexpiredalert (794) was found on: 03/11/2025 00:21:11.000, 03/11/2025 00:31:00.000 03/11/2025 15:13:17.000. 03/11/2025 19:30:48.000, 03/11/2025 19:40:00.000 lostsensor2alert (781) was found on: 03/11/2025 13:06:00.000. 03/11/2025 16:40:00.000. 03/14/2025 08:40:00.000. Sensorsignalnotfound (796) was found on: 03/14/2025 09:24:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sg calibration error, sensor expired alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 03/12/2025 21:56:00.000. Replace battery alert was found on: 03/13/2025 07:27:00.000 replace battery now alarm was found on: 03/13/2025 07:58:00.000. 03/13/2025 08:08:00.000. Power loss alarm was found on: 03/13/2025 08:18:37.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on 18-mar-2025 at 13:28:58.000. There was no power data available for the dates of 12-mar-2025 and 13-mar-2025. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.54 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.